Event description:
The wire would not advance the filter through the catheter. The filter became lodged at the hub. The entire system was removed and replaced with another filter. No add'l complications were reported.